Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and lumbar radiculopathy. The date of the event was 2014. It was reported the patient no longer had the pump. The pump failed in 2014. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.